Event description:
The reporter stated that after the surgeon inserted the micl13.2 implantable collamer lens, he felt the vault was too high. The lens was removed and replaced with a shorter length lens without any patient injury. Patient is doing fine now with a 20/15 bcva. Reporter stated the white to white measured at 114.

Manufacturer narrative:
(B)(4). Review of this file indicates that the icl exhibited a high vault in this patient. The icl was exchanged with a shorter lens which resolved the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. (B)(4).

Manufacturer narrative:
(B)(4): evaluation method - len work order search. Results: visual inspection of the returned lens showed the lens was returned in liquid, there were tears in the haptic and evidence of a clear surgical residue. Since the lens was not returned in accordance to the dfu (must be returned dry) we are unable to re-measure the length. (B)(4).